Manufacturer narrative:
Additional information: additional information received which customer indicated no increase in intraocular pressure (iop) was documented. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625: additional surgery (unplanned vitrectomy & sutures). Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a preloaded monofocal intraocular lens (iol) into the patient's left eye, the haptics became stuck on the optic. When the lens was fully delivered it flipped and tore the capsular bag. The lens was removed and a vitrectomy was performed. A non-johnson & johnson 23.5-diopter iol was implanted as a replacement. A 10-0 nylon suture was used; this is not part of the surgeon¿s standard practice and was not intended to prevent an injury. Acetazolamide (diamox) was administered postoperatively in the post-anesthesia care unit (pacu) prior to discharge. The patient outcome was reported as good. The original lens was discarded and is not available for return. No further information was provided.